Event description:
After using the fasciablaster device, I experienced: unexplained weight gain and loose skin. Also during this time my cortisol levels were sky high on multiple saliva tests conducted. I also experienced major fluctuations of sex hormones: estrogen, testosterone, and progesterone.